Event description:
During the case for a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic sys (rio), the variable angle end effector broke (the spring load). There was no known harm to the pt nor case delay. The outcome of the surgery was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being conducted at mako surgical. A supplemental report will be filed if additional results are obtained.